Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and metal debris. Review of invoice history confirms the modular head was removed and replaced and the acetabular cup remained implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate the (B)(6) 2014 revision was due to pain, synovitis, and leg length discrepancy. The patient¿s operative report noted metallosis, synovitis, fibrinous debris, and trunnionosis. The taper adapter was removed and replaced, and the stem remained implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " undesirable shortening of limb. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05776 and 08718).